Manufacturer narrative:
The event of "infected dental pulp" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No permission was provided to contact reporting physician. Additional event, product, and/or patient details are not attainable. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of "infected dental pulp" is considered an unexpected adverse drug experience.

Event description:
Health professional reported the non-serious, non-device-related event of "upper respiratory infection," and "sinus pain," and the serious, non-device-related event of "painful infected dental pulp" after a patient was injected in the cheek with 2 syringes of juvéderm volite¿ xc. Treatment was noted as "zinc supplement," "mucinex severe cold liquid-gels," and "nyquil liquid." Amoxicillin was prescribed for "dental pain/root canal". Outcome noted as ¿recovered/ resolved.¿